Event description:
Customer's family member called on behalf of the customer alleging that their meter was prompting the "insert strip" message and was taken to the ER because the customer was feeling shaky and unable to obtain a blood glucose reading. Spoke with customer's family member and family member provided the following information: in 2002 at 10:30 am customer could only obtain an "apply sample" message and was unable to measure their blood glucose level. Customer had taken 20 units of 70/30 insulin and had breakfast. The "insert strip" message was noticed for the first time. Customer started feeling shaky and eventually passed out due to low blood glucose levels. At 11:00 am the emergency medical technician arrived at the school and customer was rushed to the hospital. The emergency medical technician did not test the customer's blood glucose or administer treatment before taking them to the hospital. The ER obtained at "10 mg/dl" on their meter and immediately treated them with IV glucose. Customer was kept for 12 hours and released with a normal blood glucose level (unknown). Quality control was run regularly and was always successful, per the customer's family member. Due to the "insert strip" message customer was unable to determine their blood glucose level and as a result seek treatment. Customer's family member requested a new meter and test strips be sent. Ccr replaced meter and test strips.